Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -1.50/1.50/149 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os). Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the initial lens was implanted on (B)(6) 2020. On (B)(6) 2020 the lens was explanted, and a replacement lens was implanted into the patient's eye but was implanted upside down. During removal of the lens, the lens tore. This occurred intraoperatively. Another shorter length replacement lens was implanted on (B)(6) 2020 and the problem was resolved. "Patient is happy". H6 - patient code 3191: no code available (secondary surgery, lens explant). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - result code: 114 should be corrected to 213, in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).